Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the sensica device was missing the urinary output measurement during an hour where the 15-minute block showed the following instead of a ml value:...

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the sensica device was missing the urinary output measurement during an hour where the 15-minute block showed the following instead of a ml value:...

Manufacturer narrative:
The reported event was confirmed as design related. The identified root causes is ¿software issues¿ as it was confirmed that due to certain software steps being interrupted, that uo was not being reported or calculated correctly. Furthermore, multiple contributing factors were identified for the uo accuracy issue under evaluation: ¿ambiguous IFU¿, ¿ungraceful shutdown,¿ ¿not following IFU,¿ ¿power issues,¿ ¿software anomaly assessment,¿ ¿product acquisition evaluation and integration," and ¿ICU layout¿. However, all the contributing factors are correlated to the disrupting software operations particularly with relation to the power supply and ungraceful shutdowns. It was a combination of the ungraceful shutdowns that forced the software issues to be identified with increasing precedence. These issues were previously thought to be a lower risk level, but the current complaints show that this assessment was inaccurate. All good faith attempts have been made to obtain additional information. The outcome of the repair could not be determined at this time. The device history record was not performed. Labeling review is not required because labeling could not have prevented this issue. The device was not returned.

Event description:
It was reported that the sensica device was missing the urinary output measurement during an hour where the 15-minute block showed the following instead of a ml value: ***. Per additional information received on 14june2022 by r and d, it was stated that the nurse found the device around the 8:00 am to 8:10 am time frame to be powered down. The device was connected to a patient. The nurse rebooted the device and restarted the patient case. The device alerted that the system was operating on battery power. Nurse reconnected the power cord connections and continued the case. Nurse then observed that the urine output for the 7am to 8am time block was reporting 0ml which was not correct. There were stars present (***) in the 7:45am to 8:00am, 15 minute interval where the device had crashed or shut down due to low battery power. It was also found that some urine build up in the tubing right before the tube holder. The urine was still dripping into the bag and the measurement was being captured. The nurse was not concerned on the urine collecting. The tubing was coming off the bed high and had a slight lower dip in height prior to the tube holder. The urine building did not impact the nurses work.